Event description:
It was reported that during a hepatectomy procedure, the tissue pad was almost detached off in about 30 minutes. The tissue pad did not fall into the patient¿s body. Another device was used to complete the procedure. There were no adverse consequences for the patient.

Manufacturer narrative:
(B) (4). (B) (4). Information anticipated, but unavailable at this time.